Manufacturer narrative:
The field service engineer checked the analyzer and found parts with contamination and in bad condition. A cracked empty jar was found and was changed. Wash station tubing was changed. Reagent probes were adjusted as these were out of adjustment. Precision studies were performed and were ok. Calibration data from 13-jan-2021 to 10-jun-2021 was ok. Controls were within range on the day of the event, although data for both control levels indicate recovery is not stable. Values outside of range were observed. Upon review of the alarm trace, cuvette volume alarms occurred frequently. The investigation determined that the service actions resolved the issue. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient urine sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 21.12 mg/dl. The sample was repeated twice, resulting with values of 24.98 mg/dl and 6.94 mg/dl. The creatinine reagent lot number was 53664401, with an expiration date of 30-nov-2021.